Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. Upon the first two attempts to position the lead it dislodged. During the third attempt the lead required additional turns of the fixation tool and exhibited oversensing of rv activity after it was affixed. The physician elected to reposition the lead laterally requiring the maximum number of recommended turns per labeling; measurements were noted within normal limits and the lead was fixed to the fascial plane. Upon connecting the lead to the pacemaker high out-of-range pace impedance measurements and low intrinsic amplitude were observed in addition to loss of capture at 3.0v output. Manipulation of the device resulted in noise on the ra electrogram. The lead connection was checked and lead reinserted into the device with no effect. Suspecting lead fracture, the physician elected to extract the lead and implant an alternate without complication. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.